Event description:
The manufacturer received information alleging a ventilator's circuit breaker tripped during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power board, ballscrew, toroid, motor, limit switch and 5amp breaker were replaced to address the issue.